Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low sodium (na) result that was generated by the unicel dxc 600 synchron chemistry analyzer and was reported out of the laboratory. Other low na results were generated by the analyzer, but not reported out of the laboratory. The erroneous reported sample was reran and resulted within the normal reference range. No patient treatment was affected by this event. The false low result was amended before the physician received the report.

Manufacturer narrative:
The sample was drawn in a 13x75 b-d plasma tube. It was drawn and processed in a physician's office and transported to the laboratory. Prior to the event, na qc results were within the lab's established ranges. On (B)(4) 2010, a field service engineer (fse) was dispatched and cleaned the flow cell and the chloride (cl) port. As of (B)(4) 2010, the ise system was operating within specifications.